Manufacturer narrative:
The device was returned for evaluation. The analysis indicated that the customer complaint could not be confirmed. The device does not run. The collet bearings are completely corroded. Multiple internal components have been (preventively) replaced. The device has been successfully tested. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation was not performed; the device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the "drill hand-piece was overheating; smoke from hand-piece." There was no patient impact or injury.

Manufacturer narrative:
Correction: the customer care organization at medtronic (B)(4) received the reported event information on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.